Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Per visual inspection: physical damaged by dog chew was notes to cap and inpen. Dose knob physically damaged and dose button and dose window are missing. Debris found on cartridge holder where it locks in-place and the numbers on the cartridge holder are faded. Customer reports: dog chewed inpen. Inpen received physically damaged. Inpen leadscrew was received 1/4 of travel. Unable to perform functional test due physical damage. In conclusion: inpen does have dog chews that caused physical damaged to pen. Therefore, customer complaint of inpen being physically damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.